Manufacturer narrative:
The biomedical engineer reported that the transmitter had a white screen, overheated, and was smoking. The batteries were disposed of. The customer was provided with an exchanged device and the failed device is currently awaiting evaluation by nihon kohden's qa team. No patient harm was reported as a result of this event. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the transmitter had a white screen, overheated, and was smoking.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2017, customer at (B)(6) reported the transmitter (zm-521pa sn: (B)(4)) had white screen and reports of heating up and smoking. Unit showed signs of batteries being inserted incorrectly; the left negative battery terminal had been pressed over the battery. Service requested: exchange. Service performed: exchange; nka repair center evaluation: the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. Physical evaluation: tiny sign of melting plastic at negative battery contact but no sign of fluid intrusion. Verified that the complaint: white screen and getting hot and smoking problem cannot be duplicated, and all transmitted parameters are correctly displayed on the cns. Possible malfunctioned pcb or part(s): defective battery - insulator of batteries are torn apart, which causes the battery to short. Investigation summary: evaluation of the complaint device was unable to reproduce the customer report for both events. Design change has been introduced to prevent short circuit of the battery due to incorrect battery insertion. The overall risk, as determined from the product of probability (rare) and severity (minor), is determined to be low.

Event description:
The biomedical engineer reported that the transmitter had a white screen, overheated, and was smoking.